Event description:
It was reported that a spectrum infusion pump had a bad screen. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported symptom "bad screen", determined to be caused by fluid intrusion. Further eval found corrosion on the back flex ribbon, input/output printed circuit board, and the lcd screen. The device was retired.